Event description:
It was reported via medwatch (mw5159476) that the patient's ipg is dead, and as a result is experiencing ineffective therapy. Surgical intervention may take place at a future date to address the issue. Initial reporter elected not to be identified

Manufacturer narrative:
Date of event is estimated. Additional information is unable to be obtained as the initial reporter elected not to be identified. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.